Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Upon repeat the sample was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0154887. D.4. Medical device expiration date: 2020-11-15. H.4. Device manufacture date: 2020-06-02. H.6. Investigation summary the complaint investigation for false positive results with the bd sars-cov-2 reagents for bd max¿ system (ref 44500301) lot 0154887 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. The lot number initially entered in the complaint (B)(4) corresponds to bd max¿ cartridge rather than bd sars-cov-2 reagents. However, analysis allowed to find that the kit lot used by the customer was 0154487 and this lot was investigated. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results were compliant. One run performed on bd max¿ instrument ct0901 was received and analyzed by bd. The run was performed on (B)(6) and contained (B)(4) and one of them (lane a12) gave positive result for n1 and correspond to the sample mentioned by the customer. Customer also mentioned that the repeat was negative. Analysis of the curves revealed that lane a12 corresponded to a true but late and low amplification. Sample at the limit of detection (lod) is the most likely hypothesis to explain the customer result, explaining why the repeat was negative. Nonetheless, a environmental contamination issue could also explain this late n1 positive. The reagents are not suspected to be the cause of the customer issue. The root cause for the false positive result was not identified. There is no complaint trend for false positive result for the bd sars-cov-2 lot 0154887. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated. Eua #: (B)(4) h3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained by the laboratory personnel. Upon repeat the sample was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).